Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h6.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Continuation of e1 zip code: (B)(6). Clarification d6a: partial implant date given as 2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" via ultrasound. This record is for the left side. The device remains implanted.